Event description:
The customer was hospitalized for high bgs. It was indicated that there was no insulin in the reservoir. Troubleshooting was performed. The customer ran out of insulin and had to go to the hosp. Bgs were treated with a manual injection and the customer was released. The customer did not have any alarm. The alarm history does not show any alarm. A replacement pump was requested.